Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 25 mg/ml at 12 mg/day via an implantable pump. The indication for use was non-malignant pain. On friday (B)(6) 2016 the patient had a pump replacement due to nearing end of life. The patient had 50 mg/ml of morphine in the old pump. At the implant the hospital only had 25 mg/ml. 25 mg/ml was put into the pump and a modified bridge was programmed for the catheter volume. The pump was primed on the back table for a volume of .3 ml. The healthcare provider programmed a 21-hour 18 minute bolus duration based on a .213 ml volume to simulate a bridge bolus, which should have ended around 9:00 am saturday morning. The catheter volume: 0.213 ml. The drug was not removed from the old pump so they were not sure if they had any previous volume discrepancies. On saturday (B)(6) 2016 at 1:00 am the patient started feeling really sick and nauseous and then was out of it for the whole weekend. Other symptoms the patient experienced were fatigued/chilled. The patient had a tar or smoke taste in her mouth. Today (B)(6) 2016 the patient was admitted to the hospital and was unresponsive. It was noted that the patient was talking on the phone with a friend and then passed out. The patient's friend then called the ambulance. The patient was bradycardic now (B)(6) 2016 at 16:06. The healthcare provider stated its variable right now, high 40 to high 70 bpm (beats per minute). The session reports were reviewed with the reporter and all programming was correct for the modified bridge bolus and back table prime. The reporter stated the catheter was disconnected from the old pump and connected to the new pump in a matter of seconds. The reporter was at the facility and the healthcare provider planned to lower the dose from 12 mg/day down to 6 mg/day and also wanted to change the ptm bolus to from 4 boluses a day to 1 bolus. Current pa dose was .5 mg. On (B)(6) 2016 additional information was received from another reporter that stated that the healthcare provider initially thought the patient was overdosing due to the patient passing out, now the healthcare provider was not sure because the patient had more withdrawal type symptoms. Per the healthcare provider the patient&#62688;symptoms are "all over the board". The patient also experienced vomiting, diarrhea , itching, and the patient was tired.

Event description:
Additional information received from the healthcare provider reported that it was unknown what symptoms the patient experienced related to the pump replacement. Patient was diagnosed with pneumonia, dose of it pump was unchanged but with other issues could have continued. Diagnostics included EKG labs, only irregularity was low bp and irregular heart rate/rhythm. Actions and interventions included decrease pump infusion by 50%, initiate IV hydration and cardiology consult. Per the healthcare provider the source of the patient's symptoms were unclear, likely multifactorial. The patient's current status was reported smoke problems are resolved. Cardiology consult pending.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.